Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The downstream occlusion seal was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion sensor is defective. There was no patient involvement.